Event description:
It was reported that during a follow-up, the atrial lead triggered multiple noise reversions leading to inappropriate mode switches.

Manufacturer narrative:
No medwatch form was received.